Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer's blood glucose level was 380 mg/dl. They reported that there were recurring no delivery alarms. They reported that when she was pushing air bubbles out of the reservoir, she had to push harder than usually. They stated that there were no leaks. The reservoir wont be returned for analysis.